Event description:
Caller reported blood glucose results of 453 mg/dl and 174 mg/dl within 10 minutes on the inform system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.

Event description:
Caller reported blood glucose results of 453 mg/dl and 174 mg/dl within 10 minutes on the inform system. Reported no adverse event relative discrepancy. A request was made for the return of the strips, replacement was sent.